Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 104 mg/dl. The customer treated with food. The customer stated that she blacked out while driving and was taken to the emergency room. The customer declined to troubleshoot for low readings.